Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the enable stain drain valve vl260 was not opening and closing completely causing low results for the hemoglobin and hematocrit parameters for the quality control samples. The fse replaced vl260. The instrument was verified per established procedures. (B)(4).

Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified low hemoglobin and hematocrit test results were occurring with quality control samples. The customer had reported a leak in the analyzer. The fse resolved the cause of the leak. The operator was wearing personal protective equipment of lab coat, goggles, and gloves. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.